Manufacturer narrative:
(B)(4). The sample was discarded by the customer. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.

Event description:
This is an international report of a patient that received a check heater line alarm during fill 1. The fill volume was 11ml. The technical service representative (tsr) assisted the caller to end therapy, as the caller stated that she disconnected the heater bag and reconnected the bag. The caller would call the nurse regarding removing the bag and reconnecting it while being connected.

Manufacturer narrative:
(B)(4). The compliant for use error - failed to follow therapy steps is confirmed based on customer contact. The patient stated that she disconnected the heater bag and reconnected bag. Root cause was determined to be use error. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. Since the lot number is unknown, a batch review was not performed.